Event description:
It was reported that one interlink retractable t-connector extension set was observed to be leaking. According to the report, the customer stated that a catheter was inserted into the septum to take a blood sample and the septum began leaking blood, as well as an unknown solution. Per the customer, there were no physical irregularities noticed on the products. This event was reported to have occurred in the neonatal intensive care unit (nicu). There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.